Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic lobectomy, at the transection of the parenchyma of the lung, the blade got stuck on the tissue after the third squeezing until they could not squeeze the handle anymore. They retracted the black knob fully and properly to open the jaw from the tissue. The case was completed by replacing the abnormal reloads with a new one. There was no patient injury.